Event description:
Information received by medtronic indicated that approximately 6 cryo ablations were performed before the console malfunctioned and shut off. The lspv, lipv, rspv had been isolated before the console shut down. The user tried switching outlet and rebooting. The console powered on and ¿no input detected¿ notice appeared with no other power on the console. The case was completed with rf technology instead of cryo. No patient complication was reported. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed by field service engineering. Console n-6190 failed the inspection due to defective power supply. The low pressure regulator was also adjusted during the service visit.